Manufacturer narrative:
The reported field event of a lead connection issue was confirmed. Septum material was observed inside the ventricular (df4) set screws hex cavity. This did not allow the set screw to be tightened and secured properly in the field. The issue was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During an implant procedure, the set screw of the device was unable to be tightened and the lead was unable to be connected into the device header. As a result, the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.